Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one (1) egia30avm. Visual and functional evaluation noted the reload was prefired. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Based on the evidence available the reported condition was confirmed. The root cause of the observed damage was misuse of the product. Replication of the partial fire condition with interlock engagement may occur if the instrument firing button had been compressed and released. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device did not fire. No reinforcement material was used. A new device was used to resolve the issue. Patient status is stable. No adverse events reported.